Manufacturer narrative:
(B)(4). After battery installation insulin pump gave an unexpected blank, white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to display anomaly. P cap reservoir locks properly into place. Unit received with pillowing keypad overlay, minor scratches on case and serial number label missing.

Event description:
Information received by medtronic indicated that the customer had high blood glucose and he was demanding a new insulin pump and transmitter because the ones he had did not work.. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.